Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum leakage at septum. Leakage isolation plugs bleeding.

Manufacturer narrative:
1. The customer returned a video and a defective sample. 1. The video showed blood oozing from the end of the septum. 2. The defective sample showed that the sku was 303012, the batch code was 4080076, the sample had been used, and the pinhole of the septum was not closed and leaking. 2. DHR/bhr review lot#: 4080076. 1. The products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2. The septum incoming inspection: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3. The leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4. No unqualified, deviation or rework activities in the production process. 5. The septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1. 10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. 2. The plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned video and defective sample showed the defect of leakage at the septum, for which the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.